Event description:
During a colonoscopy procedure, the surgeon/physician reported that the colonoscope was stiff and perforated the colon. The physician chose to perform open surgery to repair the perforated portion of the colon. Fujinon was informed the surgery was successful and the patient recovered.